Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent an orthopedic salvage system knee procedure on an unknown date. Patient match items were ordered due to patient nickel allergy, however the yoke and axle were not included in the surgeons approved order and were not manufactured. As a result, surgeon completed the procedure with standard line product. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4)

Event description:
It was reported that patient underwent an orthopedic salvage system knee procedure on an unknown date. Patient match items had been ordered due to patient nickel allergy, however they were not manufactured in time. As a result, surgeon completed the procedure with products that were not coated. It was reported that it is anticipated that complications will occur. No further information has been provided.

Manufacturer narrative:
Review of associated documentation found that following the surgeon placing his order, engineering forwarded the final design to the surgeon, which did not include the yoke and axle components. The surgeon approved the final design but did not request that the yoke and axle components be added, therefore components were not shipped. There is no direct tissue or bone contact with the yoke and axle components.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent total knee arthroplasty on an unknown date with unknown products. The patient was then revised on an unknown date due to loosening. The procedure was completed with cement spacer molds. The patient then underwent an orthopedic salvage system knee procedure on an unknown date. Patient match items were ordered due to patient nickel allergy, however the yoke and axle were not included in the surgeons approved order and were not manufactured. This was not noticed until after the femur and tibial components had been cemented. As a result, the surgeon completed the procedure with standard line products. At this time, no further procedure has been scheduled as the patient has not shown signs of an allergic reaction.